Event description:
Had essure permanent birth control procedure in (B)(6) 2014. Procedure was done in doctors office. Since that time I have had several health issues both new and the worsening of existing conditions, including rapid weight gain, hair growth, mood swings, severe depression, chronic fatigue, joint pain, cramps, pain and swelling in abdominal region, spotting, dizziness, severe migraines, nausea, constipation.